Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si total hysterectomy for menorrhagia on (B)(6) 2009. Intuitive surgical was provided with the operative report. Additional medical records were provided for her post operative care. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication on (B)(6) 2009 the patient developed symptoms of pneumonia with cough. She required hospital admission and ICU treatment. On (B)(6) 2010 the patient presented with vaginal bleeding and leaking fluid after intercourse. On (B)(6) 2010 the patient underwent a vaginal repair of partial vaginal cuff dehiscence using multiple sutures. No fistula was detected.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. The patient has several risk factors for vaginal cuff dehiscence including chronic cough with copd and recent pneumonia. Pelvic organ prolapse and obesity also predisposes to cuff dehiscence as increased abdominal pressure vectors are directed downwards onto the vaginal repair. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.